Manufacturer narrative:
Concomitant medical products: ddbb1d1, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered due to high sensing integrity counter (sic) and pacing impedance variation. The right ventricular (rv) lead also exhibited high thresholds, high pacing impedance and oversensing/noise; an additional lead warning was noted. During the rv lead revision procedure, while gaining access to the rv lead, the patient experienced a pericardial effusion with extraction of the atrial lead. The rv lead was partially explanted and replaced. The ra lead was not replaced. No further patient complications have been reported as a result of this event.